Manufacturer narrative:
The fuse was returned to the manufacturer for analysis. Analysis found that the fuses were open and failed continuity test . Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The fuses were replaced for resolution the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the system was unable to start so they had to stop using it for the procedure. It was noted that the surgery was aborted. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.